Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the prime/a33 test due to motor error alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No a33 alarm.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 121 mg/dl. Nothing further reported.